Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited abnormal lead measurements during a post-operative check one day after implantation. Initial values at implant were within normal range; however, the following day, significant changes were observed in rv lead sensing, impedance, and pacing threshold - raising concern for potential lead dislodgement or connection issue. A chest x-ray was recommended to confirm lead position. No patient impact was reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited abnormal lead measurements during a post-operative check one day after implantation. Initial values at implant were within normal range; however, the following day, significant changes were observed in rv lead sensing, impedance, and pacing threshold raising concern for potential lead dislodgement or connection issue. A chest x ray was recommended to confirm lead position. No patient impact was reported. This system remains in service. Additional information was received mentioning that this device was revised but no malfunction was identified. The device remains in service, and no further adverse effects to the patient have been reported.